Event description:
It was reported the lead warning was triggered for low impedance values and that lead polarity had switched to unipolar. Possible insulation issue considered. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.